Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter field service technician serviced a colleague device for a battery issue. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The assignable cause was determined to be depleted main batteries. The main batteries and harness were replaced to fix the reported condition. Additional information: the user interface module software version of this pump is colleague p1.5(6.13.92). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.